Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reports that a small piece of metal broke off the lancet and stuck in his finger. The caller was able to remove the piece of metal himself. His doctor advised him to go to hospital because his finger was infected. At the hospital, the finger was x-rayed but no medical treatment was given as the infection had already healed.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.